Event description:
According to the reporter, during a laparoscopic gastrectomy, before trocar insertion and while preparing for use, the handle did not recognized the shell. The device had a blackout, the power shut down. To resolve the issue, a new handle was used. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no visual abnormalities. Functionally, the battery data was analyzed. It showed the vimr, voltage imbalance at rest, bit was set to fail. Analysis of the extracted gg file shows a difference between the cell voltages of 200 mv. It was reported that the power pack shuts off and the device lost functionality, and the power pack did not recognize that the shell had been loaded. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue may occur when the current draw on the battery is low enough to be considered at rest. This is defined in our battery gg file as less than 10 ma. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.